Event description:
A surgeon reported that a corneal burn occurred during a phacoemulsification surgery. The corneal burn occurred at the pre-phaco phase. As a result of the corneal burn there was shallowing/collapsing of the anterior chamber, iris damage and iris prolapse. Per surgeon, the phacohandpiece acted very weird, it repeatedly indicated occlusion upon sucking up the cortex. The occlusion sound was noted and lasted few seconds. The corneal burn was closed with two sutures and the patient is being monitored. In surgeon's opinion, the ophthalmic viscosurgical device (ovd) and the handpiece caused/contributed to the event. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).